Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Concomitant device: dental implant: nioss413, nanotite tm certain,implant 4 x 13mm, lot# unknown / not provided. Therapy date: (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was a reported that the screw on tooth site #5 was removed due to a fracture. The item was discarded. The implant remains implanted.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not receive the screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review could not be completed for the screw since the lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review via item number was performed for similar events and no other complaint was identified. Based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.